Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: redr01 implantable pacemaker (B)(6) 2013; 5594 implantable pacing lead (B)(6) 2013. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. It was noted that the distal lv (low voltage) electrode of the lead was covered in blood. (B)(4).

Event description:
It was reported that following implant of the right ventricular (rv) lead and under fluoroscopy it was observed that the rv lead marker bands were in the right location but the helix was not fully extended. Therefore the rv lead was removed and the helix extended suddenly after several turns. It was also reported that the helix retracted after only one turn. Therefore, the rv lead was not used and replaced with a new lead. No patient complications have been reported as a result of this event.